Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken broviac catheter was inconclusive due to the condition of the sample. The product returned for evaluation was one photograph depicting a portion of broviac chronic catheter. The catheter in the photograph was in place and taped to a child¿s torso. The luer hub, clamping over-sleeve and a portion of the tubing were visible in the photograph. Gauze, tape, a clamp and a clear adhesive dressing were visible. The gauze and adhesive appeared partially discolored. The discoloration may have been caused by device leakage; however, no definitive damage or evidence of damage could be discerned through inspection of the submitted photograph. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by patient's father that broviac line broke where the thick part of the line becomes thin and required a repair. No harm to the patient was reported.